Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that when opening a resolute integrity drug eluting stent, it was observed that cells were opened in the portion close to the patient. No injury reported.

Manufacturer narrative:
Kinks were visible along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 20th distal stent wrap with a strut raised. A sheath of similar dimensions to that used during the manufacture of this batch could not be placed over the stent due to the deformed stent wrap. There was deformation to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.